Event description:
Caller advised she needed caster replacement for a veteran who experienced cracking on his caster wheel hub. Caller stated that due to cracking, veteran wanted to change over from plastic hub to aluminum hub. Caller also stated end user lives on a farm and is very active. Note caller did not want to provide end user details.

Manufacturer narrative:
Follow up to be sent if additional information is received.